Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v327758, implanted: (B)(6) 2009, product type: lead. Product ID 3889-28, lot# v327758, implanted: (B)(6) 2009, product type: lead. Product ID 3037, serial# (B)(4), product type: programmer, patient. Product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. (B)(4).

Event description:
The patient experienced pain at the pocket site that occurred all the time. The patient stated she was at work and a cord to a piece of equipment she was working with swung around and hit her at the implantable neurostimulator (ins) pocket site. The patient stated the cord can sometimes give off a little bit of electricity so she was not sure if she was shocked or not. The patient indicated that she just "hurt like heck." The patient pocket site started to flare up so she went home and iced it. In the morning of this call the swelling went down and it seemed like the ins was smashed or flattened out. The patient stated that the ins was taking up more room in the pocket site now. It was noted that the more patient moves the more pain she has. It was indicated that it was hurting to bend down. The patient was unsure what she should do. No further information was reported. Further follow up is being conducted to obtain additional information. A follow-up report will be sent if additional information becomes available.